Manufacturer narrative:
Product event summary: the controller and six (6) batteries (bat588121, bat588125, bat652179, bat588126, bat588119, bat588116) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned batteries revealed that devices passed visual inspection and functional testing. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection revealed contamination within both controller power ports, likely due to the handling of the device. Visual inspection under 10x magnification revealed hairline cracks around both controller power ports. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are not related to the reported event. Based on an internal investigation, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Review of the controller log files revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events to momentary disconnections involving bat588125, bat652179, and bat588126. As a result, the reported event was confirmed. There is no evidence that the lubrication servicing was performed on the reported devices. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries and/or to contamination of the controller power port pins. An internal investigation evaluated momentary disconnections. Additional products: d4: serial#: (B)(6) / d10: yes, return date: 01-oct-2019/ h3: yes dev rtn to MFR? Yes / h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 / d4: serial#: (B)(6) / d10: yes, return date: 08-oct-2019 / h3: yes dev rtn to MFR? Yes / h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 / d4: serial#: (B)(6) / d10: yes, return date: 08-oct-2019 / h3: yes dev rtn to MFR? Yes / h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 / d4: serial#: (B)(6) / d10: yes, return date: 08-oct-2019 / h3: yes dev rtn to MFR? Yes / h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 / d4: serial#: (B)(6) / d10: yes, return date: 08-oct-2019 / h3: yes dev rtn to MFR? Yes / h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 / d4: serial#: (B)(6) / d10: yes, return date: 07-oct-2019 / h3: yes dev rtn to MFR? Yes / h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ battery, model #: 1650de/ catalog #: 1650de/ expiration date: 30-nov-2018 / serial #: (B)(4), UDI #: (B)(4), mfg date: 30-nov-2017, (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de/ catalog #: 1650de/ expiration date: 30-nov-2018 / serial #: (B)(4), UDI #: (B)(4), mfg date: 30-nov-2017, (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de/ catalog #: 1650de/ expiration date: 31-oct-2019 / serial #: (B)(4), UDI #: (B)(4), mfg date: 13-oct-2018, (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de/ catalog #: 1650de/ expiration date: 30-nov-2018 / serial #: (B)(4), UDI #: (B)(4), mfg date: 30-nov-2017, (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de/ catalog #: 1650de/ expiration date: 30-nov-2018 / serial #: (B)(4), UDI #: (B)(4), mfg date: 30-nov-2017, (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de/ catalog #: 1650de/ expiration date: 30-nov-2018 / serial #: (B)(4), UDI #: (B)(4), mfg date: 30-nov-2017, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller and six batteries exhibited power switching. The controller and batteries will be exchanged. No patient complications have been reported as a result of this event.